Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on black screen and had power failure. A field service engineer (fse) found the station was struck in operating system screen and confirmed that the operating system window was corrupted due to power outage. The fse re-imaged the hard drive, but the station did not communicate afterward, so coordinated with hospital information technology to help resolve the issue. Once the hospital network was restored, the station began showing synchronization errors. Fse assisted the technical support specialist (tss) and found that the station could not synchronized due to a mismatched hostname. So updated the hostname and performed a full synchronization. After the synchronization completed, tss changed the hostname back to the correct device name. The station initially did not appear on remote support service (rss), and tss was unable to register the component manager, so uninstalled and reinstalled it. And tss was able to register component manager, and the station appeared on the rss dashboard. Finally, tss set the station to managed mode and enabled credential manager. The system functioned as intended after the field service engineer and technical support specialist repaired and troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es neresus-a1 device was not functioning and the screen was black. The station was offline in remote smart services (rss), experienced a power failure, and would not reboot. However, there were no delays, adverse events or injuries reported based on this event.